Manufacturer narrative:
Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. On 05/26/2016 a medtronic representative, following-up at the site, reported this was a revision spine procedure. The surgeon was attempting to remove some very old rods and screws from the patient. The surgeon was trying to pry something out and grabbed the closest instrument, which happened to be the thoracic probe with a handle on it. We used the lumbar probe for the actual use intended for which we were already set-up. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon used their thoracic probe tip on a handle without the navlock tracker to try to dislodge some metal. The surgeon twisted the probe and the tip broke off. The tip was recovered without any intervention. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.